Manufacturer narrative:
Suspect medical device: mosaiq version 2.30.04. Report source: voluntary report no: (B)(4). Type of reportable event: pt's outcome as a result of the overdose is unk.

Event description:
It was reported that a pt received higher doses of chemotherapy than physician intended. Pt's outcome as a result of the overdose is unk. Based on the information obtained from the customer, it was determined that product works as designed and intended and did not cause the mistreatment to occur.